Manufacturer narrative:
Date of occurrence: (B)(6) 2017. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set experienced a no flow event. The reporter stated that when attempting to flush before connecting to the patient, the tubing was unable to be flushed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and leak testing were performed. During priming set will not flow due to a blockage. Clear passage failed. The reported condition was verified however, the cause of the condition could not be determined. Control methods are in place. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.